Event description:
It was reported that patient presented to emergency room. Upon interrogation it was found that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were made. There were no patient consequences.